Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the tip of the catheter was moved during pipeline deployment. The tip of the catheter was not under stress. There was a lot of friction during delivery/positioning of the pipeline which was due to the patient's vessel tortuosity. The pipeline did not jump during deployment. Multiple pipelines were not in use. The procedure was ended without any treatment. It was unknown if treatment will be rescheduled or what, if any action, will be taken.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) as found condition: the pipeline flex shield was returned inside a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal and proximal ends were found open and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open distal¿ was not confirmed as the braid's distal and proximal ends were found opened and frayed. The cause of the ¿failure/incomplete open¿ could not be determined. Possible causes of ¿failure/incomplete open¿ include severe vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that the braid was not positioned in the vessel bend, which eliminates it as a potential cause. In this event, the severe vessel tortuosity and the damaged braid may have contributed to the failure to open. The braid can become damaged due to over-manipulation, deployment techniques, or delivering/retracting the delivery wire or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. The customer reports of "catheter kick back" and "movement during deployment" could not be confirmed. The root cause could not be determined. Possible causes include vasospasm, severe vessel tortuosity, and a high-force delivery. H6 coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding difficulty navigating catheters to the treatment site due to patient severe vessel tortuosity and the pipeline shield failed to open at the distal end and was damaged. The patient was undergoing a procedure for flow diverter treatment of a giant extradural left internal carotid artery (l-ica) cavernous segment unruptured fusiform aneurysm via right radial access. The aneurysm max diameter was 19mm. Patient's vessel tortuosity was severe. Dual antiplatelet treatment (dapt) was administered. It was reported that the devices were prepared as indicated in the instructions for use (IFU). A previous attempt had been made to treat the patient via femoral access but due to the patient's vessel tortuosity, access had failed. This procedure was, therefore, planned for right radial access using the rist guide catheter. The rist catheter was placed in the l-ica at the c2 segment; it could not navigate higher due to vessel tortuosity. A navien 5f distal access catheter was tried but could not navigate to the intended location due to patient's vessel tortuosity so the navien was removed and replaced with another manufacturer's product which was able to gain access. A phenom 27 microcatheter was then navigated with the non-medtronic guidewire to the left m1 segment and delivery of the pipeline was initiated. The pipeline was advance but when the tip coil had almost reached the distal tip of the phenom microcatheter, the entire system fell, close to the distal aneurysm neck. The distal access catheter was advanced over the phenom microcatheter to the m1, after which they were able to maneuver the phenom microcatheter back to the m1. Deployment of the pipeline was started in the distal ica at the carotid t, straight segment. However, when less than 50% of the pipeline stent was deployed, the distal end failed to open. The pipeline was not positioned in a bend. An attempt was made to drag the device down a bit but it did not help to open the pipeline. The pipeline was resheathed 2 or less times. No other steps or devices were used to open the pipeline. The pipeline was resheathed and removed with the microcatheter. When observed on the table, it was noticed that the pipeline was damaged/deformed. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-rfx (lot: unknown); product type: ; implant date n/a; explant date n/a product ID unk-nv-rist (lot: unknown); product type: ; implant date n/a; explant date n/a product ID unk-nv-fg15 (unknown); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.